Event description:
Under direct vision an attempt was made to advance a fogarty catheter down into the superficial femoral artery, which initially appeared to pass for approximately 5-10 cm. The balloon was then inflated and began to retract on. Unfortunately, the balloon would not deflate. Indeed we were not able to remove clot nor the balloon catheter itself. Attempts were made to aspirate on the plunger, but the balloon did not give way. Eventually had to pull on the catheter, and the balloon became dislodged from the catheter shaft. After extensive search, the residual portion of the balloon could not be identified. Attempts were made to pass smaller balloons to try and recapture the tip; this was unsuccessful. There were no patient complications noted.